Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with multiple part ids in order to repair the device; however, during follow up with the customer, it was reported that the repair had been completed by a third party company. The customer did not provide any further details regarding the repair; it could not be determined what parts were replaced to resolve the issue. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a liquid crystal display (lcd) that was not turning on. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a lcd that was not turning on. The customer reported that the device will power on, and can be heard operating, but nothing appears on the screen. The customer confirmed that the touchscreen was working properly. The customer requested and was provided with part numbers for replacement. It was noted that rse explained to the customer, about 1st generation and 2nd generation lcd screens. Investigation is ongoing.